Event description:
It was reported the video scope presented the small wheel does not turn. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the small wheel does not turn because the specified angle and orientation were out of specification. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.